Event description:
The customer alleged the ventilator pressure relief valve to room and pt not receiving ventilation. No ventilator alarms enabled but remote "etco2" alarm alarted staff "almost immediately". Pt supported and device changed out. Confirm no pt harm. Another medical professional source at the facility informally reported to the customer support engineer he thought "the device may have been airway pressure disconnect" ventilation. This report is not verified. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reported issue or find any problems with the device. No error codes were found in memory. It is unknown at the time of this report pt settings or parameters. The info has been requested from the facility. The device is in service at this time with no known recurrance. The unit passed extended self testing. No parts were replaced. It is not verfied that the pressure relief valve was venting to room, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.